Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed a broken weld between the actuator tube and the adapter tube. Tool marks and deep scratches are present on the actuator tube. The sub-assembly of the distal tip is intact with all components (actuator tube, cutter tip, inner shaft, and cutter pins); however, the inner shaft portion is twisted in the channel. Also, the inner shaft's distal tip is broken (it appears that it twisted till it broke. Furthermore, the cutter tip is lodged on the left side of the actuator tube which caused the actuator tube radius to bend. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging, excessive bending/drilling forces being applied during use. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the flipcutter's outside sleeve was broken-off and the tip of the flipcutter would not flip as it was stuck at a 90 degree angle in the tibial tunnel. Since the flipcutter would not flip back to the original position, the surgeon was forced to take the flipcutter completely through the tibia (surgical intervention). Because the hole was larger than normal, the surgeon used the round tightrope abs button (ar-1588tb-1) which is 14mm wide to complete the case. Right anterior cruciate ligament reconstruction. Follow-up investigation: since the flipcutter would not flip back to the original position surgeon had to take the flip cutter completely through the tibia. Since hole was larger than normal, surgeon had to use the ar-1588tb-1 for the final fixation instead of the ar-1588tb surgeon would normally use. Drill guide was not being used.